Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:17:48. During night drain cycle one, the patient's ultrafiltration reading was 2134ml, indicating the home patient (hp) drained 2134ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2134 ml during therapy initiated on (B)(6) 2012 at 22:17:48, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed cycle 1 drain was completed on (B)(6) 2012 at 23:45:44 and the user's actual drain volume during cycle 1 was 2134 ml. The actual drain volume of 2134 ml is 106.7% of the largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was received and is currently being evaluated. A follow-up will be sent when the evaluation is complete or if any additional information is received.